Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient, coincident with dianeal pd2 therapy for continuous ambulatory peritoneal dialysis (capd). It was not reported if dianeal therapy was ongoing. On (B)(6) 2012, the patient's family stated that the patient was hospitalized (reason unspecified). On (B)(6) 2012, the patient experienced peritonitis manifested by poor drain and abdominal pain. The cause of the peritonitis was poor degree of environment. The patient was treated with vancomycin (500mg, intravenously (IV)) and ceftazidime, IV) (frequencies were not reported). The patient remained hospitalized. On (B)(6) 2012, the patient's dialysis was put on hold for a catheter repositioning.